Event description:
It was reported that balloon rupture occurred. The patient presented with chronic critical limb ischemia (cli). The target lesion was located in the anterior tibial artery. Following crossing of a guidewire, a 3.0mm x 30mm x 143cm fg coyote nc (nc quantum apex) balloon catheter was advanced for dilatation. However, during initial inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient injuries reported.

Manufacturer narrative:
Initial reporter city: (B)(6).

Manufacturer narrative:
E1. (B)(6).

Event description:
It was reported that balloon rupture occurred. The patient presented with chronic critical limb ischemia (cli). The target lesion was located in the anterior tibial artery. Following crossing of a guidewire, a 3.0mm x 30mm x 143cm fg coyote nc (nc quantum apex) balloon catheter was advanced for dilatation. However, during initial inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient injuries reported. It was further reported that the target lesion was 100% stenosed, non-tortuous and severely calcified. The balloon ruptured at 8 atmospheres for about 5 seconds.

Event description:
It was reported that balloon rupture occurred. The patient presented with chronic critical limb ischemia (cli). The target lesion was located in the anterior tibial artery. Following crossing of a guidewire, a 3.0mm x 30mm x 143cm fg coyote nc (nc quantum apex) balloon catheter was advanced for dilatation. However, during initial inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient injuries reported. It was further reported that the target lesion was 100% stenosed, non-tortuous and severely calcified. The balloon ruptured at 8 atmospheres for about 5 seconds.

Manufacturer narrative:
E1. Initial reporter city: (B)(6) device evaluated by MFR: returned product consisted of a coyote nc balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear 17mm from the tip and is approximately 19mm long. Inspection of the remainder of the device presented no other damage or irregularities.